Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented for medical testing to determine best device upgrade choice for patient. Upon interrogation, device was found to be in backup vvi reset mode. The device was close to eri. Previous device check in (B)(6) 2016, longevity estimated 0.25 years remaining. Due to the reported lower battery status, the device was not recovered from backup vvi. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and it was noted there was a software anomaly. The cause of the field event was due to the software anomaly.